Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing, and high impedance which triggered an alert. The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was damaged/cracked with a surgical instrument during the lead replacement procedure. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance, with 1 - patient alert for rv. Pace lead z > 3000 ohms on (B)(6) 2012, 03:00:03. The daily pace lead impedance log data shows an increase for v.pace = 904 to 3040 ohms peak between (B)(6) 2012.

Manufacturer narrative:
Product event summary: the save to disk of the device was reviewed. It revealed high resistance/impedance and oversensing. There was one patient alert for right ventricle (rv) pace lead impedance greater than 3000 ohms on (B)(6) 2012 03:00:03. The weekly pace lead impedance log data shows an increase for max ventricle pace equal to 968 to 3040 ohms peak between (B)(6) 2012. In addition there were thirty nine ventricular non- sustained tachycardia less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 03:51:48 and 11:07:26.